Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider indicated that the cause of the error message and uti infection were unknown. The patient stated she was not using the device appropriately. The patient was assisted and the issue was resolved. The patient also indicated that their symptom was resolved. The hcp had no documentation regarding the patient report of uti.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a patient regarding an implantable neurostimulator (ins) for urge incontinence. Patient stated she did not know how to turn on device, while support link walked patient to unlock the device but one patient swiped to unlock patient stated her device error code was "reset all setting" and it gave no other option but to reset the device settings. Additional information reported 5 days later stated that patient has a uti that started yesterday afternoon. She realized this when she began to urinate so close together and having leaks. She also noticed blood in her urine. Patient went to the doctor and has started antibiotics. Patient mentioned again that the uti gave her pain a day later. The issue was not resolved at the time of this call. No further complications were reported/anticipated.